Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass tip exhibit signs of crystal deposits; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing open end show minor scratches; fiber stop sign indicator (red octagonal dot) is partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First fiber 37,587 joules; 3 minutes of use. Second fiber 89,731; 8 minutes of use. "Tot": 300kj, "tot.": 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
"It was reported that during a prostate procedure, "forward firing" was observed. Additional information was not reported. There was no injury to patient reported."